Manufacturer narrative:
Additional information was requested regarding event resolution. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, changing from six years remaining to three and a half years remaining, within one year period. The power consumption was higher than expected. Technical suspected the high consumption was related to the atrial sensing during atrial fibrillation (af). This device was reprogrammed. Later on, a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested regarding event resolution. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, changing from six years remaining to three and a half years remaining, within one year period. The power consumption was higher than expected. Technical suspected the high consumption was related to the atrial sensing during atrial fibrillation (af). This device was reprogrammed. Later on, a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was reassessed, and a new replacement window was provided. The healthcare facility's plan is to prolong the battery life as much as possible due to patient condition. This device remains in service. No adverse patient effects were reported.